Event description:
A healthcare provider (hcp) reported that a patient fell, the day prior to the report, and has lower extremity tremors. Later, on the day of the report, the patient reported they fell and hit their head and the hcp was concerned that it affected the device. On (B)(6) 2016, follow up information from the hcp reported that they interrogated the device and the implantable neurostimulator (ins) was normal. The ins was indicated for parkinson's dual/movement disorders. Please see regulatory report # 3004209178-2016-15528

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.